Manufacturer narrative:
The insulin pump had normal operating currents and no battery alarms or blank display was noted. The insulin pump had a cracked reservoir tube lip, cracked display window, cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads and a cracked belt clip slot at the battery tube threads.

Event description:
It was reported that the customer's insulin pump had a blank display. His blood glucose level was not reported. The insulin pump had a crack near the reservoir and on the screen. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.